Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 500 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (hip/buttocks), when removed the pod's cannula was found bent. The patient was treated with intravenous therapy of fluids and insulin as well a lab work was performed. The patient was released the next day.